Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose result were 119, 169 mg/dl. Tests were done within 10 minutes with a difference of 31%. Pt did not experience any advserse events. No further information has been reported.